Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes customer reports they are underfilling / vacuum too low. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿tubes are underfilling / vacuum too low. Issue is seen on approx. 100 tubes from same lot number but from different boxes. Tubes have been discarded when underfilling was seen - new tube used instead."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-23. H.3. Investigation summary: bd received three hundred and fifty (350) customer samples for investigation. The samples were evaluated by functional testing and no issues were observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes customer reports they are underfilling / vacuum too low. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿tubes are underfilling / vacuum too low. Issue is seen on approx. 100 tubes from same lot number but from different boxes. Tubes have been discarded when underfilling was seen - new tube used instead."